Event description:
During pta of a lesion in the right superficial femoral artery a 4mm 4cm 90 saber pta catheter ruptured at nominal pressure. Another balloon was used instead and there was no reported patient injury. The lesion was moderately calcified and not tortious. The rate of stenosis was 99%. An approach was made with a sheath introducer (6fr, medikit). After the lesion was crossed with a guidewire (treasure, asahi intecc), the saber balloon catheter was delivered to and inflated at the lesion. However, it ruptured at nominal pressure. Therefore, it was removed from the patient and another new balloon was used instead. The procedure finished successfully. The product will be returned for analysis.

Manufacturer narrative:
During percutaneous transluminal angioplasty(pta) of a lesion in the right superficial femoral artery, a 4mm 4cm 90 saber pta catheter ruptured at nominal pressure. Another balloon was used instead and there was no reported patient injury. The procedure finished successfully. The lesion was moderately calcified and not tortious. The rate of stenosis was 99%. An approach was made with a sheath introducer (non-cordis). The access site was not known. There were no damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the ratio are unknown. A boston scientific indeflator was used in the procedure and the same indeflator was used successfully with other devices. After the lesion was crossed with a guidewire (non-cordis), the saber balloon catheter was delivered to and inflated at the lesion. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The catheter was not ever in an acute bend and did not kink while being used. It was easily removed from the vessel, other devices and from the patient. There was no resistance/friction with other devices. The product was removed intact (in one piece) from the patient. One non sterile catheter saber 4mm4cm 90 was received coiled in a plastic bag. The balloon was previously inflated and deflated. No other damages were noted in the device. Leak test could not be performed since a pinhole was noted in the distal section of the balloon. Results showed that the balloon external surface exhibited evidence of abrasions near to the leakage, also evidence of tear material was observed; it is possible that an unknown object coming from the external surface to the inside; the balloon internal surface exhibited no evidence of damage. This balloon leakage failure exhibited no other surface anomalies that could have caused the failure. The distal marker band exhibited no anomalies. Review of lot 17023279 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst-at/below rbp was confirmed through analysis of the returned device. The exact cause could not be determined. However, based on the information available for review, vessel characteristics (calcification and stenosis) may have contributed to the burst as evidenced by abrasions noted on the external surface of the balloon during analysis. Neither the DHR nor the analysis suggests that the burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. The product was also returned for analysis but the analysis is pending. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The access site was not known. There were no damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the ratio are unknown. A boston scientific indeflator was used in the procedure and the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The catheter was not ever in an acute bend and did not kink while being used. It was easily removed from the vessel, other devices and from the patient. There was no resistance/friction with other devices. The product was removed intact (in one piece) from the patient. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant product: guidewire (treasure, asahi intecc).